Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed the data and revealed a low resistance/impedance, two patient alerts for out of tolerance sub threshold lead impedance on (B)(6) 2011. The daily high voltage lead impedance trend data shows a gradual decrease and low impedance for minimum defibrillation active can on impedance=27 to 18 ohms minimum, between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that the device patient alert "tripped" for out of range impedance when the high voltage lead impedance was low. The lead remains in use. It was also reported that the lowest and highest values for the lead impedance were not displaying on the programmer and a device diagnostic memory error was suspected. The device was interrogated to clear the memory error and remains in use. No patient complications were reported as a result of this event.